Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed and would not close. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary matrix drawer was not latching. A field service engineer found c-clamp dislodged from emergency release lever mechanism causing malfunction. Secured c- clamp to mechanism, logged into the hardware test application then rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed and would not close. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.